Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact root cause could not be determined. One 5 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the device. No obvious compression damage was observed along the catheter shaft. A circumferentially aligned split was observed just distal to the molded suture wings. A microscopic observation of the circumferential split in the catheter shaft showed rounded, polished fracture edges with ¿c¿ shaped impressions leading into the fracture site. The fracture surface appeared to be rough and irregular. Repetitive kinking of the catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported patient attended for PICC assessment as district nursing noticed bubbling and a whistling sound while obtaining bloods. When PICC flushed leaking from PICC noted externally. PICC removed and external fracture at hub noted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.